Event description:
An international customer reported an event of an "oil smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra), and corrective and preventative action (CAPA). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit for the past 6 months (08/24/2014 to 02/20/2015) did not reveal a significant trend for this same issue. ¿the trend of the product malfunction code odor/smells was completed from march 2014 through february 2015 and did not observe any significant trend. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the CAPA identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The field service engineer performed a preventative maintenance level 2 (pm2) and also replaced the oil return valve and tubing to resolve the odor/smell issue. The assignable cause of the odor/smell issue is the pm2, oil return valve and tubing. The field service engineer performed this service, replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni